Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure, variable 3, was confirmed in the formatted history file due to a cracked solder joint found on pin 6 of the ambient light sensor(u1). Pump also received with cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure alarm. The customer¿s blood glucose level was 156 mg/dl. The insulin pump had crack at the backside of the insulin pump. The customer performed self test and it passed. The insulin pump will return for analysis.